Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-mar-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving a bupivacaine of unknown concentration at an unknown dose rate and dilaudid with concentration 1 mg/ml at a dose rate of .187/day plus .0187 mg/day up to 12x/day with ptm via an implantable pump for malignant pain. It was reported that the patient¿s incision was not healing and the wound dehisced. The event occurred post-op in (B)(6) 2019. The date (B)(6) 2019 is considered an approximate date of event (month and year known only). Regarding environmental/external/patient factors that may have led or contributed to the issue, patient wound care per the physician was indicated. No diagnostic tests/troubleshooting was performed. The pump and complete catheter were explanted. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. The pump was to be replaced in the future. The explanted devices were discarded by the hcp. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history were indicated as having been requested but were unknown / would not be made available. It was indicated that the hcp had no further information regarding the event. No further patient complications have been reported as a result of this event.